Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, (B)(6). Product family: scs-lead fixation, upn: m365sc43010, model: sc-4301, batch: 23021327.

Event description:
It was reported that the patient was having more pain despite reprogramming. All device components were explanted and were discarded.